Event description:
It was reported that the patient had a preoperative diagnosis of lumbar spinal stenosis with neurogenic claudication and interspinous process decompression. The patient tolerated the procedure well and was discharged home. According to the report, the patient significantly improved initially then went to the orthopedist office and an MRI of the lumbar spine with and without contrast was conducted. According to the report, the results showed enhancing granulation of tissue seen posterior to the implanted spacers at l3-l4; lordosis straightening with very mild retrolisthesis from l2-l3 thru l4-l5 levels and diffuse disc bulging and facet disease as well as subtle right paracentral disc protrusion at l3-l4. Fairly severe appearing bilateral foraminal narrowing, mild central spinal canal stenosis and slight encroachment on left lateral recess at l4-l5. Patient returned to neurosurgeon's office with complaint of severe intractable leg pain, at which time it was noted that the upper spacer appeared closer together than with immediate post-op films. It was also reported that the surgeon found evidence of fracture at l4-l5 spinous process intraoperatively. The patient had decompressive lami l3-l5 w/ bilateral med. Facetectomy l3-l4 and removal of previously implanted spacer. No further patient complications were reported.

Manufacturer narrative:
(B)(4). "Diffuse disc bulging"; "bilateral foraminal narrowing"; lordosis straightening", "device removal". Neither the device nor films of applicable imaging studies have been returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis - visual and optical inspection did not identify crack, fracture or breakage of either implants or associated components. Visually noted burnishing on both spacers, and is consistent with normal in vivo wear. Dimensional inspection of both 12mm and 14mm spacer components was found to be conforming to print specification. Unable to provide additional analysis regarding possible migration of implants or fracture of l4-l5 spinous process, due to the absence of radiological information and patient pre-operative information. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components or failure of those components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)